Event description:
Procedure: pneumonectomy. Pt sex: unk. According to the reporter: the surgeon stated, the tissue was very thick and the jaws of the device misaligned and locked on tissue after application. The jaws had to be pried open and in doing so the load broke. The plastic pieces and the spring remained missing but an x-ray performed on the pt indicated nothing was in the pt's cavity. The surgeon sutured the tissue and there was no report of tissue damage. The operative time was extended by 45 mins. The pt is in good condition.

Manufacturer narrative:
Initial report submitted: march 25, 2008.